Event description:
Customer's friend reports back to back testing on the same meter while using the advantage system with results of 170mg/dl and 420mg/dl. Friend reports meter memory stored results of 118mg/dl and 306mg/dl. Friend also reports meter memory shows back to back results of 314mg/dl, 313mg/dl and 66mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.